Event description:
It was reported that the registered nurse (rn) had reused single-use supplies on the home patient (hp) during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The rn stated that during the troubleshooting for an unrelated alarm, they had used the same supplies from previous setup. The technical service representative (tsr) explained that when therapy is restarted, the bags and cassettes should be changed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the nurse had only changed out the bags and not the cassette. The homechoice / homechoice pro apd systems patient at-home guide instructs the user not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.